Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was 159 mg/dl. Troubleshooting was provided for the blank display but not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone. After disconnecting and reconnecting the electronic assembly stack the device powered up properly, problem isolated to electronic assemblies.